Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer was attempting to enter her carbohydrates and the number started ramping, took the battery out, reinserted it, and the device alarmed failed battery test. Then he inserted a new battery and the device alarmed button error alarm. Customer's blood glucose was 104 mg/dl. Customer didn't recall any other significant event which may have caused the device to alarm, other than the numbers scrolling. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.